Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. The device was also received with scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No moisture damage on electronic assembly. It was unable to performed the displacement test due to the keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump was exposed to sweat since she had it against her skin. Blood glucose value was 117 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.